Event description:
It was reported that the system 9800's left monitor would not display anything, and had a burning odor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the left monitor had failed and was replaced. The system was tested, and found to be working as intended and placed back into service.